Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was in (B)(6) 2020 the patient had their ins replaced since one of the leads came loose. Additional information was received from the patient. The patient reported that it was unknown why the lead came off.